Event description:
It was reported the surgeon used a cmf set during a procedure and stated the 1.5mm screwdriver blades were not retaining the screws very well. The surgeon had a number of screws falling off the screwdrivers. One screw fell off the blade and into the patient¿s sinus causing the surgeon to have to re-open the sinus and retrieve the screw. This caused quite a delay in the procedure and trauma to the patient.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). D10 ¿ concomitant medical products: item #01-7176, lot # ni; stp 1.5 c-drive blade. G3: foreign source: south africa. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see the associated report: 0001032347-2023-00464.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records, lot identification was not provided. Devices are used for treatment. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report is being submitted to update additional information in section b4, b5, g3, g6, h2, h3, h6 and h10. Correction to h6 (clinical signs).

Event description:
No further event information is available at the time of this report.